Event description:
Customer reported that the insulin pump alarmed motion sensor test failure. Customer was unable to perform the displacement test due to the insulin pump being stuck in the rewind sequence. Blood glucose value was 325 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with alarm during rewind due to motor encoder signal out of phase. The displacement test could not be performed due to motor error alarm. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.